Event description:
The pt was undergoing a procedure for a scs trial implant. It was reported, the physician began placing the needle when the pt began having seizure-like symptoms. The physician abandoned the trial procedure and the pt was taken to the hospital. It was reported the pt was alert at the time the ambulance arrived. Follow-up indicated the physician saw the pt and he is doing fine. It was reported there was no indication the event was related to the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.